Manufacturer narrative:
The insulin pump was unable to perform the displacement due to completely broken reservoir tube lip and missing reservoir tube o-ring. The p-cap did not lock into the reservoir compartment properly due to completely broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. Customer experienced high blood glucose at the level of 494 mg/dl. Troubleshooting was completed, customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.